Event description:
It was reported that the catheter broke. A 135/10 renegade¿ hi-flo¿ kit was selected for treatment. During unpacking, upon removal from the hoop, it was noted that the microcatheter was broken. The device was discarded and completed the procedure with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination was performed and noted a break in the shaft found at 7.3 cm from the hub. The braid was exposed from 7.3 cm from the hub up to 18.8 cm from the hub. The dispenser hoop was flushed and the catheter was removed with no resistance. No defects were noted on the catheter. A coating confirmation test was carried out to check the presence and integrity of the coating. The test revealed the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).